Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock and was awaken from sleep. The patient was followed up in the hospital and an x-ray and pocket manipulation were performed but could not reproduce the artifacts. Subsequently, the device and electrode were both explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock and was awaken from sleep. The patient was followed up in the hospital and an x-ray and pocket manipulation were performed but could not reproduce the artifacts. Subsequently, the device and electrode were both explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned subcutaneous implantable cardioverter defibrillator (s-ICD) was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock and was awaken from sleep. The patient was followed up in the hospital and an x-ray and pocket manipulation were performed but could not reproduce the oversensing noise/artifacts. Subsequently, the device and electrode were both explanted and replaced. No additional adverse patient effects were reported. This product was received for analysis.